Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 5.1, lab: 4.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 5.1, reference: 4.6, mean: 4.85, confidence limits: 2.6-6.9. Data analysis revealed both inratio and lab inr results reported by end user meet accuracy criteria. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation will be pursued. No product is expected to be returned. Strip lot info was not provided. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.